Event description:
Revision due to infection. Details of the revision were not reported to the MFR.

Manufacturer narrative:
The contribution of the device to the experience reported could not be determined as the devices were not returned for eval. Additionally, the device specific identification info was not provide, precluding a review of the device history record.